Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 4.00 x 20mm synergy drug-eluting stent was advanced for treatment. However, during procedure, the distal part of the stent strut was damaged. The procedure was completed with another of the same device. There were no patient complications reported.